Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash and blisters on the chest from the lifevest equipment. Patient reports that the skin broke and the rash is bumpy, red and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician confirmed that the skin irritation was caused by the patient's new medication and not related to the lifevest. Outcome of the skin irritation is unknown.